Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited issues with the header connection. A lead fracture was also observed. The lead was then capped and replaced. On a separate procedure on (B)(6) 2026, the ra lead was explanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).